Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific value was not provided. A correction bolus was delivered to address bg level. Tandem technical support (cts) performed a pump system check and determined the cartridge and insulin had been in use past labeling. Cts educated the customer on cartridge and insulin labeling. The pump was determined to function as intended. Recommendation was made to discuss diabetes management with a health care professional.